Event description:
It was reported that the power cord sheathing was damaged with exposed wiring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.